Event description:
Several lab to meter comparisons were done. Suspect device inr=5.4,>8.0 and >8.0. Laboratory samples read 2.6,5.1 and 3.4. No treatment information was given. Controls were run and within range.